Event description:
Caller reported that the pump battery would not charge, resulting in a dark screen that would not turn on. Customer's blood glucose level was at 136 mg/dl when the issue was noticed, which is within the normal range, and there was no adverse impact reported. Technical support instructed the caller to try various troubleshooting steps, including using different charging supplies and wall outlets, but the issue persisted. Consequently, technical support decided to replace the pump and instructed the caller to use multiple daily injections (mdi) as a backup therapy. The problematic pump is to be returned using a pre-paid label, and the caller acknowledged the instructions for putting the pump into storage mode before returning it.